Event description:
It was reported by the rep the device was used during a laparascopic cholecystectomy procedure. It was reported that the er320 would "overshoot" the clip when the handle was pulled causing the clips to fall out or not be aligned properly in the jaws. Another instrument was pulled to finish the case. There was no consequence to the pt. This er320 was part of a custom sterile pack made by baxter-cat#slc53chaub.